Event description:
It was reported that a spectrum iq pump did not infuse a medication. It showed that the volume had infused but the fluid was still in the bag (medication, dose, programmed amount and delivery rate unknown). The event happened during patient use at the patient room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Received via medwatch report number (B)(4).